Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right atrial lead exhibited unspecified oversensing which led to an inappropriate automatic mode switch. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported events were oversensing noise and ¿inappropriate ams episodes¿. The reported event of oversensing noise was not confirmed. Final analysis found that as received, a complete lead with stylet inserted was returned in one piece. Electrical testing and x-ray examination did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead did not find any anomalies.